Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The physician tried repositioning the lead, but was not successful due to patient anatomy. A new lv lead was then attempted to be implanted, but again difficulty was experienced due to patient anatomy. The decision was then made to implant a competitor's lv lead, which was successful. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There were setscrew marks noted on the terminal pin and ring, and both tines were intact at distal tip of the lead. This lv lead passed all paths on the direct current resistance test. The stylet insertion test was not passed due to dried blood in the lumen. The initial allegation of lead dislodgement was not confirmed through analysis.